Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode array was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be verified at any spacing. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed some of the mechanical test performed. It is believed that the failure of this internal cochlear stimulator device was caused by a loss of hermetic seal, which was concluded from the residual gas analysis test data. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.